Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Additional information about this event was made available on (B)(6) 2022 via postmarket study data, but was not transferred to our complaint handling database at that time. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right explantation insufficient information mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the mnt-men-15-003 study, participant 803-007. It was reported that a 54 year old caucasian female patient who underwent bilateral breast reconstruction surgery with 790cc mentor memorygel xtra breast implant (mentor glow study gel devices) on (B)(6) 2018 experienced delayed wound healing of the left breast. On (B)(6) 2022, mentor became aware that both devices were explanted on an unknown date. This supplemental medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2023, mentor became aware through additional information received and reviewed by the clinician that on (B)(6) 2018, the patient experienced delayed wound healing, which required excision all debridement of left breast reconstruction for wound and complex closure on (B)(6) 2018. 4 year follow up free text in imedidata also reported: that the patient underwent implants explantations due to infection and left ld flap surgery with expander. The provided information is very limited, at the time of the file review the provided information has not been confirmed by a clinical group. 5 year follow up free text in imedidata also reported: that the patient underwent the unknown expander explantation due to infection and replacement with another expander. The provided information is very limited, at the time of the file review the provided information has not been confirmed by a clinical group. Information is being reported separately. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).